Event description:
Additional information received from a manufacturer representative reported that the deviations were between 3.5-10mm.

Manufacturer narrative:
A1: patient initials were provided. See b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A1: patient initials are not available. H3, h6: no part was returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an alleged inaccuracy on the system during a l4-l5 tlif case. The tlif was performed first, then the site proceed with scan and plan for four screws. Upon acquiring a spin and removing the imaging system, the imaging system made contact with the guidance system, but at the time it did not look like another spin needed to be performed. The site moved forward with procedure, screws were planned, c-arm was in lateral position, and screws and taps in fluoro were checked. Upon passing the rod at the end of the case, a screw had backed out. The site found that all the screws were shifted left and were medial. Another spin was performed and star marker was re-attached, but the surgeon decided to abort the guidance system and proceed with navigation, performing another spin and replacing all 4 screws with navigation. An inaccuracy test was performed with the turkey foot. There was no patient harm and the procedure was delayed an hour or longer.